Manufacturer narrative:
(B)(4). Only event day and year known: (B)(6) 2018. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure that when attempting to clip the cystic duct that the clip applier deployed a clip but did not close causing bile to leak into abdomen. Another clip applier was used to complete the procedure. There were no adverse consequences for the patient.